Event description:
It was reported that the vertical column of the system 9900 would not go down at the end of a procedure. Also, it was reported that the system locked up during the procedure and the collimator closed down and the system had to be re-booted. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The fluoro function circuit board was found to be deactive and was replaced. Also, the power supply ps3 was replaced. This supply provides power to the vertical lift. The system was tested and found to be working as intended and placed back into service.